Manufacturer narrative:
Boston scientific received additional information that this device was explanted two weeks after the device declared eri. No boston scientific field representative was present for the procedure, and the explanted device was not received in the boston scientific laboratory. A field representative inquired at the facility and learned of the explant procedure and confirmed that the device was believed to have been shipped back to boston scientific. As of today, the location of the device is unknown. This report will be updated if additional information is received.

Manufacturer narrative:
Available information indicates this device remains in service pending the replacement procedure. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.69 volts, but the charge time was 24.1 seconds. A boston scientific technical services consultant discussed extended charge times at middle of life, and asked the clinician to perform a manual capacitor reformation. Elective replacement indicator (eri) battery status was then declared. The device was scheduled for replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted device was received at boston scientific's post market quality assurance laboratory twenty-one months post-explant. Upon receipt, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
--